Event description:
It was reported that the t:slim x2 pump battery was not charging, and a power source alert occurred in the pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing charging supplies, and the pump began charging without further assistance required.